Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. Analysis of the sample showed no damage on the catheter tip. No foreign matter was observed on the cannula. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx1.00in straight bc had foreign matter other incidents with other codes - investigated 22g and found similar issue. Wa health incident report # - (B)(4).